Event description:
The clinician reports the implant was inserted on (B)(6) 2025 in ada 18. On (B)(6) 2025, the implant was removed upon clinician¿s decision. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.